Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description, a likely cause is a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported four 3m¿ ranger¿ blood/fluid warming high flow sets leaked blood at the connection of the tubing and cassette. No injuries or medical interventions were required due to the alleged malfunction.